Event description:
Preterm infant in air shields isolette: infant caught by nurse as it fell out of isolette arm porthole. Infant was approx. 12" from floor when caught by nurse. White plastic door closure clasp was found to be faulty. Did not secure tightly. Very light pressure was enough to spring open porthole door.